Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: as the doctor was inserting and removing instruments from the versastep port, he saw small bits of blue material fall off of the port and into the patient. The doctor and the scrub tech quickly attempted to clear the debris. The patient does not appear to be injured as a result of the blue debris. No patient injury was reported. No additional information available at this time.

Manufacturer narrative:
(B) (4). (B) (4).